Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/10/2015 with the following findings: there were multiple occlusion alarms observed in the black box and the force at time of occlusions was high. A rewind, load cartridge, and prime steps were performed successfully with no alarms. A force sensor calibration test confirmed sensor was detecting the correct force. The pump was exercised for 24hrs with no occlusions occurring. Insulin deliveries were interrupted on (B)(6) 2014 from 12:34 to 23:49 due to an unconfirmed replace cartridge alarm. The total daily doses added up correctly. The pump passed a delivery accuracy test and was found to be delivering within required range. Unrelated to the original complaint, the battery compartment was cracked. Also unrelated, there was moisture visible in the display lens. The pump failed the leak test due to the battery compartment leak. The pump cover was removed and internal moisture was observed on the display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 500 mg/dl with polyuria, polydypsia and a moderate level of ketones associated with an occlusion issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was determined that the patient was using the cartridges and infusion sets per their instructions for use. It was reported that the pump had emitted multiple occlusion alarms despite changing the supplies. This complaint is being reported because the patient allegedly experienced hyperglycemia due to the pump emitting multiple occlusion alarms.